Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps involved with this complaint and completed the device evaluation. Failure analysis replicated and confirmed the customer reported complaint. Failure analysis found the primary failure of damaged insulation to be related to the customer reported complaint. The instrument was found to have damage of the conductor wire¿s insulation. As a result, the internal wires are exposed. No thermal damage was observed. Electrical continuity was performed and passed. The root cause of this failure was attributed to a component failure. Additionally, the instrument was found to have various scratch marks on the main tube. The scratch marks were 0.076¿ - 0.193¿ in length and were not aligned with the tube axis. The root cause of this finding was typically attributed to the user mishandling/misuse. A review of the device logs for the fenestrated bipolar forceps (part# 471205-17 / lot/serial# (B)(4)) associated with this event has been performed. Per this review of the logs, the instrument was last used on (B)(6)2022. Via system serial# (B)(4). There were 12 uses remaining after this last usage. No image or procedure video was provided for review. This complaint is being classified as a reportable event due to the following conclusion: it was alleged that the instrument had conductor wire damage during a procedure. The damaged/broken conductor wire has potential for electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during central processing, fenestrated bipolar forceps was found to have tearing on the conductor wire insulation. There was no report of patient involvement. Intuitive surgical, inc. (Isi) followed up with the clinical engineer and obtained the following additional information: the instrument was inspected prior to use and no issue was found. The instrument did not collide with any other instrument or tool during the procedure. After the completion of the procedure, the instrument was not inspected for damage. The conductor wire insulation damage was identified after reprocessing. The instrument was not inspected for damage prior to reprocessing. No arcing or thermal damage occurred during the last use.